Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient was hospitalized for acute renal failure. On (B)(6) 2026, a patient underwent mechanical thrombectomy of the deep venous system using an angiojet? Zelantedvt? Catheter. No episodes of intraprocedural hypotension were reported. The procedure was completed using the original device; no device performance issues were observed during the procedure. The patient was discharged in stable condition. Following discharge, the patient was hospitalized for acute renal failure requiring hemodialysis. Reportedly, the patient's serum creatinine increased from a pre-procedure value of approximately 0.9 mg/dl to approximately 13 mg/dl. No additional adverse events or patient complications were reported.